Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-06844. This filing was on a non reportable event. The push handle(s) on a tdxsp-mcg power chair was reported as being cracked/broken. The push handle does not affect the operation or stability of the power chair. This component is used when the motors are disengaged and the chair is pushed manually by an attendant.

Event description:
It was reported that the back push handle on a tdxsp-mcg powered wheelchair was broken.